Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert, power loss alarm, replace battery alert, replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with missing display window cover. Unit was monitored for 2 days and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with fading serial number label. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they had blank display and power loss alarm on insulin pump. The customer's blood glucose was 250 mg/dl. Troubleshoot was performed. The customer declined troubleshoot for high blood glucose. The product was returned for analysis.